Event description:
Approx three years and three mos post index procedure it was reported, to the site, that the pt died at home. The cause of death was believed to be non-cardiac related to atherosclerotic vascular disease. The site reported that the event was not sudden, as the pt did not feel good for several weeks prior to her death. No additional info is available. A pt was initially enrolled in the study in 2003. The pt had lesions in the mid left anterior descending branch, in the proximal right coronary artery and in the distal circumflex. A 2.5x23mm cypher stent was implanted in the mid left anterior descending branch at 17 atm, two 3.0x28mm cypher stents were implanted in the proximal right coronary artery at 14 and 18 atm and a 2.5x23mm cypher stent was implanted in the distal circumflex at 16 atm. The pt was discharged home on beta-blockers, calcium antagonist, aspirin, ticlopidine, anticoagulants, lipid lowering agents, ace inhibitors and stains.

Manufacturer narrative:
This ous cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated MFR report numbers are 9616099-2008-02335, and 9616099-2008-02337. Additional info will be submitted upon 30 days of receipt.